Event description:
It was reported that a thrombus occurred. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Upon advancing the was and pigtail catheter, a thrombus was noted to be wrapped around the tip of the pigtail. The physician attempted to aspirate the clot, but was unsuccessful. At this time, the pigtail was pulled in the was and the clot was successfully retrieved. The procedure continued and the closure device was successfully implanted without further complication. No adverse patient events were reported. Patient is stable and has been discharged.